Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, kls martin, is responsible for performing the investigation and any remedial actions related to this reported device issue.

Event description:
This is a voluntary distributor report. On behalf of the customer, the conmed representative received notification of an issues with the ce200 beamer esu, kls martin, unknown serial number, that (B)(6) hospital, (B)(6). Recently reported. Information received was that during a colonoscopy on (B)(6) 2020, the patient was grounded properly on the hip, the physician performed an emr on a polyp, and the patient had a slight convulsion, and said he felt a slight shock or "soundwave" in his groin area. He was totally fine after and the tissue looked fine. It is indicated there was no patient injury and the procedure successfully completed with no delay. Additional information received indicates that the unit been used for a few passes on the polyp before the shock was felt. The esu program or setting being used was polyp pulse cut 2 g3 and the physician was standing on bare floor, while the patient was grounded using a grounding pad. It is reported that the other handpieces / devices were being used with the esu when the shock was felt were a boston scientific snare and monopolar active cord. There was no additional medical intervention needed and the patient's condition was confirmed to be fine with no impact, as such there is no indication of serious injury. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.